Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with leakage. It was stated ¿there was a leak of medication through the plunger stopper.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples were received for evaluation therefore failure mode could not be verified and root cause could not be determined. However, for 60ml leakage issues a CAPA (corrective action preventive action) has been opened to evaluate this issue. This is the first complaint for the lot # 7180641 for this type of defect or symptom. There was no documentation of issues for the complaint of batch 7180641 during this production run. Investigation conclusion: root cause is undetermined.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with leakage. It was stated ¿there was a leak of medication through the plunger stopper.¿ there was no report of injury or further medical intervention.